Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, neurological deficit, aneurysm rupture and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
Subject device was disposed.

Event description:
The patient underwent a coil embolization procedure to treat a vertebral artery fenestration aneurysm. After the first (non-stryker) coil was deployed with the microcatheter, a stent was deployed to use a ¿jail technique¿. It was reported that during stent deployment, the microcatheter moved unexpectedly and angiography revealed extravasation from the aneurysm . The physician administered protamine (exact dosage unknown) and implanted coils to stop the bleeding. One day post procedure, the patient experienced disturbances of consciousness. Three days post procedure the patient died. No additional information is available.

Event description:
The patient underwent a coil embolization procedure to treat a vertebral artery fenestration aneurysm. After the first (non-stryker) coil was deployed with the microcatheter, a stent was deployed to use a ¿jail technique¿. It was reported that during stent deployment, the microcatheter moved unexpectedly and angiography revealed extravasation from the aneurysm . The physician administered protamine (exact dosage unknown) and implanted coils to stop the bleeding. One day post procedure, the patient experienced disturbances of consciousness. Three days post procedure, the patient died. No additional information is available.